Event description:
Boston scientific received information that during a routine change out, this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements with the chronic lead. The lead was removed from the header, wiped down, and re-inserted. Measurements were then acceptable and induction was successful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.